Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to separates during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the safety shield fell off when the customer tried to discard the used needle causing a needlestick injury and blood exposure with (1) device. The staff was tested for hiv, hep b and hep c per the facility protocol, and all results came back negative. No adverse results reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the safety shield fell off when the customer tried to discard the used needle causing a needlestick injury and blood exposure with (1) device. The staff was tested for hiv, hep b and hep c per the facility protocol, and all results came back negative. No adverse results reported.